Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available. Additional info from the user facility report (B)(4).

Event description:
It was reported via medwatch report that an epidural catheter was being used on a (B)(6) male pt with a history of atrial fibrillation, sleep apnea, and hypertension. The catheter was removed post op. At the time of the removal, it was noted that there was a piece (13cm) that remained in the pt, either subcutaneous tissue or neural canal. They were unable to remove the catheter tip from the pt. On (B)(6) 2012 - follow up info states the clinician did not appear to have difficulty removing the catheter. No resistance was noted. The piece has not been removed from the pt. The pt was discharged and no complications have been noted to date.